Event description:
A system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/5 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected their transfer set from the patient line of the home choice set. The home patient 's doctor then noted the disconnection and reconnected the patient line to the setup and received the alarm. Baxter's technical service center assisted the home patient's doctor in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
International affiliate was advised to ensure that proper procedures be reviewed with the home patient.